Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The cs300 intra-aortic balloon pump (iabp) failed the battery short run time test. It is not known under which circumstances this event occurred; however, no death or injury was reported.

Manufacturer narrative:
The facility's biomedical engineer has advised that the batteries were replaced and the iabp was cleared for clinical use.

Event description:
Was reported that during a field action update on the cs300 intra-aortic balloon pump (iabp), by a getinge service territory manager, the iabp failed the battery runtime test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge b4 completed the gasket kit field corrective action as per service bulletin, then performed a full calibration and functional test in accordance with the system's respective service manual, section 4 "calibration procedure". In addition, the b4 replaced the front door grommet. However, the iabp did not pass the battery run time check and per negotiation with the customer, it was agreed that they would replace their own batteries. The iabp has not been cleared for clinical use until the batteries are replaced. All other tests and calibrations were passed. A supplemental report will be submitted if additional information is provided. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: b4.

Event description:
Was reported that during a field action update on the cs300 intra-aortic balloon pump (iabp), by a b6, the iabp failed the battery runtime test. There was no patient involvement and no adverse event was reported.